Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (B)(4) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, (B)(4) reported no further complaints for this material lot. Lot# e-pro 4.0-11704 (erkoloc-pro) was manufactured from september 7, 2021 and was assigned an expiration of september 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer stated the device is available for return but to date has not been received. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the device was cleaned using an ultrasonic treatment. Additionally, it was noted the patient has a history of hypertension, hyper/hypercholesterol, ibs, diabetes, and mental health care. Also noted is an allergy to penicillin and sulfa. Supplier (B)(4) reviewed the incident details and determined this immediate reaction is likely to be related to the liquid in the ultrasonic bath. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of (B)(4) material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. Is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date-explant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint-upper. The device was received on (B)(6) 2021 with the reaction occurring the same day within 20minutes of insertion. The patient reported experiencing blisters in the mouth and lips. The reaction resolved within a few minutes of removal. There was no medical treatment required. The patient has a history of hypertension, hyper/hypercholesterol, ibs, diabetes, and metal health care. Medications to manage the conditions: metformin, lisinopril, lipitor norvasc, effexor, lamictal, fish oil, and vitamin d. Also noted is an allergy to penicillin, and sulfa. With regard to the device: prior to delivery of the device to the patient, the device was cleaned using an ultrasonic treatment. There was no reason to clean the device since the patient wore it for a few minutes.